Manufacturer narrative:
Evaluation of the returned export file indicated that the root cause of the reported deviations is skiving of the surgical tools. As for the navigation issues, the investigating team could not recreate the navigation inaccuracy experienced. The investigating team has concluded that the navigation inaccuracy experienced was due to not properly attaching the snapshot tracker is to arm guide or its peek screw was not fully tightened. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that the dilator on the orange navlock appeared to be inaccurate (lateral, inferior, and too deep), whereas the drill and tap seemed to be to plan. When sent to l5 and s1, trajectories did not appear to be completely centered within the plan using the dilator. L5 was inferior and lateral to plan, and s1 was inferior. The orange navlock was switched out for the green and the dilator was then accurate on the next position. Before swapping out the navlocks, the passive planar was used to verify that navigation and robot registration were still accurate. Surgeon wanted to navigate to a new entry point, as skiving was discussed. Passive planar was used to add a new trajectory, and the position was verified in planning screen to be safe in all planes for both l5 and s1. Surgeon instrumented these levels using robot. Arm was sent to the right side, resident side. L5 right instrumented without issue. Later in the procedure, when navigation accuracy was in question, the passive planar was placed in the divot in the arm guide and was no longer in the divot on the vtk. Right s1 appeared to be inaccurate. Snapshot was repeated and the vtk still displayed to passive planar not in the divot. Snapshot was repeated again, and navigation was still inaccurate. The surgeon freehanded the final trajectory. It was noted that there was no patient harm and the surgery was delayed for less than an hour. There were no additional complications reported or anticipated as a result of the event. Additional information received from the rep indicated that there was testing multiple snapshot attempts on the day of the report, and couldn¿t recreate the inaccuracy failure, but the system did crash to produce the blue screen with during that process. Once rebooted, snapshot was performed again, and it was accurate. The rep then left the snapshot tracker a little loose, it allowed them to acquire the snapshot, but when the accuracy was checked with the passive planar it was outside the divot on the vtk. They then repeated snapshot correctly, immediately verified with the passive planar that accuracy was on, sent to a trajectory and checked accuracy in the opposite divot and it was inaccurate. They verified that the passive planar was not bent and the arm passed advanced accuracy check. They weren't sure if it was the navlock itself inaccurately tracking or if the snapshot procedure was not functioning correctly. The navlocks would verify which led the rep to believe the navlock was not damaged. No parts would be returned. The cause had not been determined. Theories about the cause were communicated to the surgeon.